Event description:
Linear accelerator has two sets of electron trimmers. One set of trimmers is designed to cover all possible field sizes. This is the larger set of trimmers. The second, smaller set of electron trimmers is designed to be used for field sizes up to ten centimeters squared. However, the field size can be increased to thirty centimeters squared with the small trimmers. Any field size greater than ten centimeter squared, is no longer defined by the electron trimmers. This can and will produce a serious misapplication. (*)